Event description:
The user facility reported that a patient had developed a hematoma while using the tr band device. Follow up communication with the user facility reported the following information: left ccl with tr band and filled with 10ml of air; when recovery team recorded air volume, they reported only 4ml of air; the rn claims to have noticed a leak in one of the bladders after attempting to refill the bladder with air; procedure was completed; and the patient is reported as doing "okay".

Manufacturer narrative:
As stated, this report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00121 to provide the return sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not reveal any obvious anomalies in its appearance conditions, which would have contributed to the reported air leak. The actual sample was leak-tested by being submerged in water and injected an air of 18cc with an unused syringe. Leak was found at the air injection port. Any other leak from other component was not observed when the air injection port was plugged with fingers. The one-way valve was disassembled for further inspection. Magnifying inspection of the rubber tip did not find any anomaly. Subsequently, the outer cylinder was inspected under magnification for the state of its inside. A fiber-like foreign substance was found to be adhering on the air tightening area inside it. Qualitative analysis of the foreign substance demonstrated that it was of a nylon-made piece. The adjustable fastener of this product is made of nylon. The foreign substance was compared with the fiber on the velvet loop side and the one on the hook side and found to look very similar to the one on the velvet side. Qualitative analysis of the fiber on the velvet side demonstrated that it was also a nylon-made material and its peaks being almost identical to those of the foreign substance. The actual lot number is unknown, but there are two potential lots that this device could have been from 141001a, and 150127a. A review of the device history record of the two potential lots confirmed there were no indications of production related anomalies. A search of the complaint file did not find any other report with the two potential lot numbers. There is no evidence that this event was related to a device defect or malfunction. Although the cause for the reported event cannot be definitively determined based upon the available information, it is likely that the actual sample got deteriorated in its air-tightness performance due to the foreign substance being caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. However, with no finding of such a foreign substance during the above inspection the cause of this complaint cannot be determined definitely from the available information. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
This report is being submitted as follow-up #1 for mfg. Report #9681834-2015-00121 to provide the return sample evaluation results.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The involved device was not returned to the manufacturing facility. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. For this reason (B)(4) was used in the conclusions section. The actual lot number is unknown, but there are two potential lots that this device could have been from 141001a, and 150127a. A review of the device history record of the two potential lots confirmed there were no indications of production related anomalies. A search of the complaint file did not find any other report with the two potential lot numbers. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Actual device not returned